Event description:
Caller reported a malfunction on the pump, identified as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The customer reported at least three occurrences of the same malfunction on the pump but had not reset it within the last 24 hours. Technical support advised the customer against using the current pump, and a replacement pump with updated software was sent to the customer. The customer will use a backup insulin pump for insulin therapy until replacement arrives. The customer was informed about steps to prepare for the replacement, including putting the current pump into storage mode and returning it to tandem within 10 days using a pre-paid label. Training was made available on the customer's tandem source account, and instructions on receiving the replacement pump were provided.